Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Visual inspection of the device found it to have minor cracks around the bolts on the reservoir cover and the hardware block shelf (shim) was noted to be missing from the main block. Water tank was filled with water and device was powered on-confirming the reported customer complaint. Disposable alarm sounded instantly upon power up with the temperature check. The problem source has been noted to be the supplier as the specifications were off on the enclosure.

Event description:
Information was received that device had disposable alarm when using temp check. No adverse effects reported.